Event description:
It was reported that this left ventricular (lv) lead was surgically explanted and for an unspecified complication/observation. A new boston scientific lv lead was implanted. This is all the information provided, and additional information has been requested. Additional information received advised this lv lead was explanted and replaced due to dislodgement. The new lv lead was successfully placed without any complications. The explanted lead will not return for analysis. Outside of surgical intervention, no adverse patient effects were reported.